Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was contamination on two (2) vascu-guard patches. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Two devices were received for evaluation. Each patch was suspended in a beaker of water and then photographed. Upon examination, the reported issue of contamination (further described by the customer as ¿fur growth¿) was attributed to pendant fibers on the rough side of the patch. This is a normal attribute of pericardial tissue, and is within acceptable manufacturing limits. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.